Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial lead was repositioned during revision as it had perforated patient's heart tissue. Perforation was discovered during lead revision. No allegations against this lead. Patient experienced chest pains and it was necessary to tap patient's chest to remove blood as a result of the perforation. No additional adverse patient effects.